Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (B)(4) powered down as soon after inserting a fully charged li-ion batteries. The status indicator of li-ion battery (B)(4) and (B)(4) showed 3 solid green leds even though the mcc showed the completion of charging session. No patient involvement.